Event description:
The patient experienced increased baseline pain. The pump contained morphine. A catheter dislodgement was confirmed. A surgical revision was planned to occur on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).